Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged the verify screen randomly appears. Damage to the pump was denied. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):a review of the black box shows rebooting had occurred. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap secures properly to the pump with no yellow o-ring visible. The pump was exercised for 24 hours with no power issues occurring. There were no battery cap connection defects found. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.